Event description:
Caller reported that a malfunction occurred on the pump, specifically a malfunction code labeled malf 12, which had previously been reported multiple times. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.